Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that it used to work and then stopped helping. It was like her bladder stopped working or she did not have a urethra. Patient called the manufacturer and had made some increased and since then patient had been having pain down her legs and in her back when she needed to have a bowel movement. She can¿t take the pain anymore. The pain she felt was like pain she had prior to spinal fusion 20 years ago. A painful stimulation was noted. During the call, patient was instructed to decrease amplitude and this eliminated the uncomfortable stim. Patient stated the pain was sudden and started when she increased stim. Patient had no symptom relief. It was indicated that patient was looking for a new healthcare provider (hcp).